Event description:
In 2003, an orthofix (of) xcaliber external fixator was applied to a tibial fracture that resulted from a motorbike accident. Several weeks later, the threaded metal inserts, into which the clamp cover screws are inserted, came out of their seats in the fixator. The fixator was temporarily maintained in position using tape. Seven days later the pt underwent a second surgery to replace the of fixator with a new one (ilizarov).